Event description:
It was reported that prior to starting a da vinci si surgical procedure, upon opening the fenestrated bipolar forceps instrument, a loose (broken) wire was discovered. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode has not been determined. If additional information is received, a follow-up MDR will be submitted.